Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2013. The patient¿s pump was alarming and it was noted the patient had limited communication abilities. The cause of the alarm was unknown. The patient was experiencing tremors almost like she¿s having a seizure, but ¿it¿s not a seizure.¿ the patient was intubated on a ventilator. It was noted that the patient was also receiving oral baclofen. It was unknown at the time of the report whether or not it was related to the pump. The pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.